Manufacturer narrative:
A follow-up report will be filed if more info becomes avail.

Event description:
Refer to medwatch 1219856-2007-00321 for first event involving same patient. It was reported that while in cath lab, md inserted sheath via left groin. Intra-aortic balloon (iab) was prepped per instruction & advanced through sheath. After insertion, pump alarmed "high pressure." Md checked iab inside the body using an x-ray. Iab was not inflated and md tried to inflate iab by using the syringe; however, iab could not be inflated. Md removed iab & inserted another brand iab using another brand pump. There were no reported patient complications.